Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue had occurred during diagnostic procedure. The procedure was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) checked the device remotely and confirmed that the system failed to produce x-rays. The rse checked the logfile and found converter 2 (cathode) short circuit. The fse visited onsite and upon functional testing, the fse found that the converters were defective. Both the defective converters were returned for analysis where one converter showed short circuit and in other one no failure observed, however the replacement of the converters by the fse resolved the reported issue. After replacing the converters, the system was returned to use in good working order. The codes were updated based on the investigation outcome.